Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing and noise which resulted in auto mode switch episodes. The device was reprogrammed. The patient was in stable condition.